Event description:
Physician could not pass intra-aortic balloon through the sheath and introducer supplied in iab kit. Insertion of this iab was aborted; a second iab from a different MFR was used and insertion completed.